Event description:
It was reported that during the implant procedure, the physician used a tunneling tool to tunnel from the existing left pectoral pocket to the posterolateral subscapular area in order to deliver the lead. Upon completion of tunneling, the physician withdrew the tunneling tool from the sheath and venous blood return was evident at the proximal end of the sheath. The physician withdrew sheath slightly and blood return slowed. The lead was delivered successfully to an acceptable posterolateral position. The patient's blood pressure dropped into the 60s systolic. The lead anchoring sleeve was sutured in place, and the lead was connected to the svc (superior vena cava) defibrillation port of the device. The incision was closed, dft (defibrillation threshold) testing was performed, and the patient was successfully defibrillated with one 30 j shock. Blood pressure remained in the 60's systolic. A chest x-ray was performed which showed suspected hemothorax. Hematoma was also noted. A CT (cardiothoracic) surgeon was called who inserted left chest tube. Approximately 1 l of blood was drained from chest tube. The patient was brought to a CT surgery suite where left thoracotomy was performed. The CT surgeon was able to locate distal portion of the lead in the left pleural space. The lead was withdrawn from pleural space and placed in neighboring subcutaneous tissue. The incision was closed, but the next day the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: cd1357-40c competitor ICD implanted: (B)(6) 2014; 0186 competitor lead implanted: (B)(6) 2004.